Event description:
It was reported that the device was at elective replacement indicator (eri) and premature depletion was suspected. The device had delivered many shocks. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Time of eri in save to disk is on (B)(6)-2011, device eri<=2.62 volt. Weekly battery voltage trend data shows bat=3.02 to 2.61 volts minimum between (B)(6)-2011 and (B)(6)-2011. One patient alert for low battery voltage occurred on (B)(6)-2011 03:00:19.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.